Event description:
Meter name: one touch basic enhanced. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: felt faint, pressure around ears. A patient reported they were seen in ER. Their meter allegedly was inaccurately high. The results on their meter were 236, 217, 209, 189, 90, 195, 256, 192, 280, and 224 mg/dl. The result on the ER meter was unknown. The time difference between patient's meter and ER was unknown. Treatment was unknown. No further information has been reported.